Manufacturer narrative:
Unit had blank display due to moisture damage on electronic assembly. Unit had moisture damage on motor and corroded keypad traces. Unable to test the operating currents, button/keypad anomaly, for red points on display or for frozen screen due to blank display.

Event description:
The customer reported via phone call that the insulin pump had red points on the display, weak battery alerts, and a low battery alert. Customer also reported that the keypad was intermittently unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.